Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, the physician suspected insulation defect, as if internal lead parts were coming out of the lead body. Impedance, sensing and tresholds were in range and ok so the lead was left functioning.